Event description:
Patient reports they need a battery replacement so they can use the MRI setting. The patient also reported being unable to get an appointment with a physician to address the battery replacement. Additional information was received from a patient stating their internal battery will no longer charge. Patient has contacted their provider and has an appointment in (B)(6) to discuss it. Issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.